Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a mildly calcified, 80% stenotic lesion in a mildly tortuous mid- right coronary (rca). The lesion was predilated with an unk size maverick balloon. After predilation the physician attempted to reach the lesion with a taxus liberte - 3.5 x 32 mm drug eluting stent. However, the taxus stent was unable to cross the lesion and the stent delivery shaft kinked at the proximal end. Upon withdrawal the stent delivery shaft fractured about 10 mm from the hub. The fractured occurred outside of the pt's body. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with another taxus liberte -3.0 x 32 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".